Manufacturer narrative:
The physician replaced the flow sensors to correct the reported fault, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to mechanically ventilate, discovered during preuse checkout. There was no report of patient involvement.